Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that during the device evaluation, the gastrointestinal videoscope exhibited a white foreign material in the jet tube. However, the customer returned the device without reprocessing since it did not pass the leak test, which caused the foreign material to remain due. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.